Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was attempted to be repositioned multiple times due to patient anatomy. The lead was removed from the cps and tried to flush but was unable to be flushed. The lead could not be passed through a guidewire when placed on the scrub table. The lead was not used and replaced. The patient was stable.